Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebv0737 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC line was placed and later the red hub detached. The PICC was removed, discarded, and patient was discharged to a home health agency. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached hub was confirmed, but the cause of the damaged was unknown. One photograph was provided for investigation. The photo showed a 5 fr d/l powerpicc inserted in the upper arm. The bifurcation wings on the PICC were attached to a statlock stabilization device. A dressing was placed over the bifurcation and the distal third of the extension legs. The proximal two-thirds of the extension legs extended from the dressing. The red connector was not attached to the extension leg. It appeared that a portion of the extension leg tubing remained within the red connector. No evidence was found that the damage was associated with the manufacturing process. A review of the device history record (DHR) showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or qc inspection processes. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot. Potential contributing factors of the damage include pulling, twisting, and/or manipulating the luer adaptor. A lot history review (lhr) of rebv0737 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC line was placed and later the red hub detached. The PICC was removed, discarded, and patient was discharged to a home health agency. No other information was provided.